Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb assembly was evaluated and replaced as part of a cpu upgrade. Associated required pcb assemblies were also replaced as part of the installation process. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.